Manufacturer narrative:
Date rec'd by MFR: 06feb2019. Additional information: added UDI number. The touchscreen was returned to philips and failure analysis was performed. Testing revealed that the resistance and resistance ratio was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date received by manufacturer: 23dec2018. The manufacturer¿s field service technician verified the touchscreen was unresponsive. Attempted to calibrate but unsuccessful. The manufacturer¿s field service technician replaced the touchscreen, calibrated and performed the required safety test per manual. Returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a faulty touchscreen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.